Manufacturer narrative:
(B)(4). Batch # v9420j. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned unopened. Upon visual inspection, the blister was noted broken in one of the corners and the remainder was observed still adhered to tyvek, however, this condition affects the sterility of the package. The reported complaint was confirmed. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface, and this caused the reported event. All ees product is 100% inspected prior to release. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.

Event description:
It was reported that a package was found to be damaged when the device was delivered to the customer. There were no adverse consequences to the patient. No further information is available.